Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) received an inappropriate electric shock due to noise oversensing. Reprogramming efforts were performed and the plan will continue to monitor. Currently this s-ICD remains in service and no additional adverse patient effects were reported.